Event description:
The user stated there was water accumulating near the bottom of the water tank which was confined to the instrument. No erroneous pt results were generated. No operators were harmed. The user replaced the valve body on the water tank which resolved the issue.